Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported that accidently pulled on the site and lifted the site up a bit as patient reported hyperglycemia of 301 mg/dl. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.